Event description:
It was reported to boston scientific that during a sling procedure, to place an advantage sling system, bladder perforation occurred. The physician performed a trnas - obturator sling procedure on the pt, resolving the issue.

Manufacturer narrative:
The lot number of the device used is unk; consequently, the expiration and manufacture dates are unk. Since the device was disposed of, device eval will not performed, and we are not able to determine the relationship between this device and the cause for this event.